Manufacturer narrative:
Information was received that the issue was with the switch button. Once the customer replaced the switch button, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device powered down or shut down automatically. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device powered down automatically. The remote service engineer (rse) performed troubleshooting with the customer and believed that a probable cause was a malfunctioning power management (pm) printed circuit board assembly (pcba).